Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that an unspecified number of unspecified bd primary infusion sets experienced flow issues. The following information was provided by the initial reporter: the clinician reported an unexpected, prolonged delivery of chemo, especially of larger volumes. It has been reported that a chemo infusion can take up to 30% longer than expected. No further information available.

Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. The customer complaint that the generalized complaint of air in line, flow issue and difficult/failure to prime could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model and lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that an unspecified number of unspecified bd primary infusion sets experienced flow issues. The following information was provided by the initial reporter: the clinician reported an unexpected, prolonged delivery of chemo, especially of larger volumes. It has been reported that a chemo infusion can take up to 30% longer than expected. No further information available.